Manufacturer narrative:
This report is filed on august 21, 2017.

Event description:
Per the clinic, the patient experienced a subsequent loss of connection to the internal device following surgery for a non-device related issue. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction : date of explant is (B)(6) 2017 not (B)(6) 2017 as previously reported.